Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl and "does not remember all details due to the low bg level". Low bg cause was not known. Customer consumed carbohydrates and suspended insulin delivery to address the issue. Customer went to the emergency room where they were "monitored" and "ate carbs", and was discharged the following day "once bg had stabilized". The customer continued to use the pump for insulin therapy.